Event description:
It was reported that there was damage to the inside of the packaging and had something that looked like thread or hair in the packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.